Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-1588rt acl tightrope rt loop snapped during tensioning. All the broken fragments were removed successfully. The case was completed using another ar-1588rt acl tightrope rt. This was discovered during an aclr procedure on (B)(6) 2024. The patient suffered no negative effects. Additional information received on 4/23/2024: the case was delayed fiftyminutes. No additional anesthesia was administered to the patient.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt acl tightrope® rt was received for investigation. Visual evaluation of the device noted that the white loop suture was damaged, the loops were broken and the ends of the suture were frayed. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. Refer to investigation photos.